Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was attempted to resolve the issue by programming the dual coil rv lead to a rv coil to device configuration but the shock impedance was still out of range. As a result, the physician elected to electrically abandon the entire cardiac resynchronization therapy defibrillator (crt-d) system, including this rv lead, on the patients left side. Device shock and pacing therapy was programmed off. A new single chamber implantable cardioverter defibrillator (ICD) system was implanted on the patients right side. The patient was noted to also have a left ventricular assist device (lvad). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.